Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experienced a pericardial effusion with cardiac tamponade a week after device implant. The patient presented to the ER after receiving inappropriate therapy due to lead dislodgement. Several vf episodes of far filed p-wave complexes that oversensed on the ventricular channel were noted. Chest x-ray revealed rv lead pulled back into the atrium. The lead was explanted. The patient was stable post-procedure.